Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump for spinal cord injury/spinal cord disease and intractable spasticity. It was asked and unknown when the event/difficulty occurred. The patient had an infection resulting in a planned explant of the system on (B)(6) 2019 and the customer refused return of the pump and catheter. It was unknown what environmental/external/patient factors may have led or contributed to the issue. Testing for infection came back positive and actions/interventions taken to resolve the issue included antibiotics. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.